Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc relates to (B)(4). The primary surgery was performed on (B)(6) 1997 via tha. In 2016, the fracture around the stem occurred (this event was reported as (B)(4)). It was reported that the revision surgery was scheduled on (B)(6) 2020 due to the dislocation. The surgeon tried to reduce the dislocation by hand, but he could not. It was confirmed that there was retroversion about 70 degrees by x-ray, therefore, the surgeon judged that the stem loosed. The surgeon planned to remove the stem and replace with another company¿s stem on (B)(6) 2020. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: d11.